Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles throughout the patient line and infusion set tubing. The user's blood glucose (bg) level ranged from 190 mg/dl to 343 mg/dl. Reportedly, the user reverted to manual injections. At the time of report, the user's bg level was 243 mg/dl. A follow up with the user on 04/21/2017 confirmed that the user had not experienced further issues with air bubbles.